Manufacturer narrative:
(B)(4) date sent: 10/6/2021. Additional information received : female 68 years old. Explant completed on (B)(6) 2021. Lxm16, lot 24627. The linx was explanted because of dysphagia. The cause was a re-occurring hiatal hernia. The linx device seems to be not related to the symptoms. The patient insisted on removal. Analysis site received a 16 bead linx. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Significant tooling marks were observed on beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24627 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2021.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Additional information was requested, and the following was obtained: impacted product was lxm15, lot 24511. Doi: (B)(6) 2020. Doe: (B)(6) 2021, new device was implanted. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. D1 & d4 & d6b.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? Upon explant of the linx device, was it confirmed that the hiatal hernia suture had opened? If yes, does the surgeon believe there was an alleged deficiency of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx implant has been explanted electively and without complications. The doctor's assumption was that a hiatal hernia suture had opened up and caused swallowing difficulties. In such a constellation, it would really only have been necessary to resupply the hiatal hernia and leave the linx implant in place. The implant was explanted at the patient's request.